Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During visual inspection of the device, foam particles were observed inside the device; additionally, dust/dirt and contamination were also observed. The pca was also noted to be defective due to error code e-96 (unable to write to event log). Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repairs were performed. The device is to be scrapped per customer request.